Event description:
It was reported the lead was replaced due to oversensing and a fracture. The patient also reported presyncopal episodes. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Other: trueicapsure sp novusimplantable pacing lead it was reported the lead was replaced due to oversensing and a fracture. The patient also reported presyncopal episodes. No further patient complications were reported as a result of this event. No conclusion can be drawn lead(s), fracture of oversensing